Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the cause of the peritonitis event, information was relayed that the patient required re-training on the proper procedures for aseptic techniques. This suggests a possible breach in aseptic technique as the cause of the patient¿s peritonitis. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was diagnosed with peritonitis when he went to the clinic on (B)(6). Follow-up was conducted with the patient¿s pdrn. The patient contacted the on-call nurse on the evening of (B)(6) 2025 to report the drain issues. The nurse instructed the patient to utilize manual exchanges. The patient noticed cloudy pd effluent and fibrin during the exchanges. The patient was seen in the pd clinic later that afternoon. The nurse performed unspecified tests and determined the patient to have a peritonitis infection. The patient was administered prophylactic antibiotic treatment. Additionally, the patient was provided with antibiotics to be administered at home (drug, route, dose, frequency, and duration not provided). The patient was given additional training on aseptic techniques when performing manual exchanges. The nurse had determined the patient was not following proper procedures. No further information was provided. Attempts to obtain additional details were unsuccessful.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was diagnosed with peritonitis when he went to the clinic on (B)(6). Follow-up was conducted with the patient¿s pdrn. The patient contacted the on-call nurse on the evening of (B)(6) 2025 to report the drain issues. The nurse instructed the patient to utilize manual exchanges. The patient noticed cloudy pd effluent and fibrin during the exchanges. The patient was seen in the pd clinic later that afternoon. The nurse performed unspecified tests and determined the patient to have a peritonitis infection. The patient was administered prophylactic antibiotic treatment. Additionally, the patient was provided with antibiotics to be administered at home (drug, route, dose, frequency, and duration not provided). The patient was given additional training on aseptic techniques when performing manual exchanges. The nurse had determined the patient was not following proper procedures. No further information was provided. Attempts to obtain additional details were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.